Manufacturer narrative:
This is a system report. The section d information is for the primary device. Mc2vr01-del-sys:mvr602260e correction to h6:d11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. There was a deployment issue with the delivery system. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the device was able to be pulled by the tether to the recapture cone but with resistance due to the torn lumen. The lumen torn positively caused the tether stuck in catheter. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (B)(6)). D9: yes, return date: 04-oct-2024 h3: yes. Dev rtn to MFR? Yes. Eval summ attached? Yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: [(B)(6)]). D9: yes, return date: 04-10-2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), the device could not be deployed when tethered. Upon retraction, it was appeared that the device dislodged due to twisted tines and the tether would not allow deployment. Both the leadless ipg and the delivery system were attempted not used and replaced with a new leadless ipg. During the implant of the new leadless ipg, the deflection button on the delivery system did not function appropriately and the device could be deflected as a result. Therefore both the new leadless ipg and delivery system were attempted not used as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.